Event description:
It was reported the lead was fractured due to device location, when 'sub-muscular and sub-breast implants placed an extreme bend/curve in the lead. The lead was capped and replaced. It was further reported that the lead had delivered an inappropriate shock. The lead was explanted and replaced as part of a system change. During the procedure, it was noted that the helix mechanism did not work. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The distal conductor was fractured. It was also noted that the defibrillator conductor was fractured, with the defibrillator conductor fracturing due to overstress, and several conductors, including the defibrillator conductor, were distorted. Blood/body fluid was found on all conductors (not obstructed), as well as the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism, the helix/lobe was distorted/bent, and the lead appeared to have been stretched. The analyst noted that the exposed rv defibrillator coil fractured due to overstress at 57cm and the interior cable continuity is complete. The interior svc defibrillator cable was fractured at 27.9 cm and the exposed coil continuity is complete.